Event description:
Subsequent to the initial report, the following was received: on (B)(4) 2014, a coronary angiogram showed 80-90% stenosis in the mid to distal left anterior descending coronary artery. The stenosis was treated with placement of two stents, not overlapping the xience v stents implanted during the index procedure, resolving the event. There was no additional information provided.

Event description:
It was reported that approximately 5 months post implantation of 2 xience v stents in the mid left anterior descending coronary artery, the patient experienced serious chest discomfort and was hospitalized. Medication was administered. There was no additional information provided.

Manufacturer narrative:
(B)(4). There was no reported complaint related to the implanted stent. There was no product deficiency identified.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The reported patient effect of angina, as listed in the xience v everolimus eluting coronary stent system instructions for use is a known patient effect that may be associated with the use of coronary stents. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatment appears to be related to the operational context of the procedure. Based on the reviewed information, no product deficiency was identified.